Manufacturer narrative:
The distributor indicated in report that no sample was available for evaluation, only the manufacturing lot number was provided for review. Particles from a bard-parker blade size 15 was reported to have fallen into the wound during a bunionectomy. The surgeon irrigated the wound to flush out any particles from the blade. The patient tolerated well and follow up care was not required. Based on the evaluation conducted, lot 0146444 was packed per DHR and no non-conformance related to this issue were present. Packing process has established controls to mitigate the condition, including a blade sensor that inspect 100% of packed pouches liner level prior to aluminum foil packaging. The following controls are in-place to mitigate ¿broken blade¿ condition at aspen surgical (B)(4) site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Based on this information, no further action is required.

Event description:
Aspen surgical received a report from the distributor indicating that particles from a bard-parker blade fell in the patient during a procedure. The incident occurred at the user facility. This report was filed in our complaint handling system as (B)(4).